Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. The ccd was replaced. The device was returned to use.

Event description:
During a procedure, there was loss of all of the 3 images. There was no reported consequence to the patient.